Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device alarmed for an impedance alert. The company representative requested information to educate the patient's clinic on adjusting lia settings so that the clinic will rely on lia instead of fixed parameter alerts. Lead status is unknown. No patient complications have been reported as a result of this event.